Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letterdated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 30 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2018, non-osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.